Event description:
Post implant of the first 26mm sapien valve during a tavr procedure there was mild pvl. The physicians decided to add 1cc to the system and post-dilate, which resulted in moderate aortic insufficiency (ai) by echo and angiogram. A second delivery system and valve was prepped and the valve was deployed just ventricular to the first valve. Post valve deployment, the second valve demonstrated trace pvl and no cai. According to the case report, the pt was prepped in the usual standard fashion. Contralateral access was gained and a surgical cutdown was obtained. The 24f sheath was placed over a superstiff wire without resistance. The temporary pacing wire was placed with good capture and a pigtail was placed. The native valve was crossed multiple times due to entanglement in the in the mitral valve apparatus. A good position was finally achieved in the left ventricle cavity. Bav was done with 22 x 4 zmed balloon and simultaneous contrast injections. Some leak was observed so a 26mm valve was chosen. The valve was positioned 50:50 and implanted with adequate rapid pacing. The valve rode aortic in 70:30 position upon deployment and mild pvl was observed on tee. The physicians decided to post-dilate with 1cc added to the delivery system. Then moderate ai was seen, the wire was removed, and the ai remained unchanged. The aortogram showed 2+ ai and physicians decided to place a second valve. Second system was prepped, the valve was recrossed, and the device was positioned slightly more ventricular than first. It was implanted with adequate rapid pacing and the result was trace pvl and no cai. The sheath was removed and the surgical site closed. The pt was transferred to the ICU for post operative management in stable condition.

Manufacturer narrative:
This patient was noted to have an sinotubular junction (stj) within normal limits with moderate septal hypertrophy. The aortic root calcification was within normal limits with moderate leaflet calcification. The patient's ejection fraction (ef) was 65%. The image intensifier ii angle and the coaxial alignment was reported as good. The first sapien valve was positioned 50:50 prior to deployment. Balloon inflation for the recommended time was held during deployment and there no loss of pacing capture during deployment. A 26 mm valve was selected for an annulus averaging 21.6 mm. Per the instructions for use (IFU), valve malposition is a known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. Cine and echo are not available for review by edwards lifesciences. Without imaging, the exact cause for the valve malposition cannot be assessed; however, a combination of patient factors (moderate septal bulge, valve oversizing, calcification of the native annulus and leaflets ) and procedural factors could have contributed to this event. No further actions are possible at this time.